Event description:
Consumer stated I recently replaced my toothbrush head and keep having bristles fall out while I'm brushing.

Manufacturer narrative:
Manufacture date updated because product was returned.